Event description:
On 8/7/2025, the patient reported that the ilet pump was charging slowly. Device increased from 17% 27% in the first hour, then to 33% during the call, showing continued progress. Agent advised waiting the full two hours for charging. The patient also asked how to find insulin on board, and agent guided them through the menu. The patient's blood glucose (bg) was 229 mg/dl on ilet and 255 mg/dl on dexcom app. The patient had no valid strips to confirm by fingerstick. Patient will call back if charging issues persist. No symptoms reported during event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.